Event description:
It was reportd that during a ptca/stent procedure the stent delivery system leaked at 6 atm while inflating. The stent was reported to be partially deployed, a balloon catheter was used to fully deploy the stent and the procedure was successfully completed. Reportedly, there was no injury to the pt.